Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. Further information was requested however was not provided.

Event description:
New information noted that the lead exhibited high voltage lead impedance. The right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: b1, b2, h11.

Manufacturer narrative:
Correction: d6b should have been left blank as the lead was capped and still implanted.

Event description:
New information noted that the lead exhibited high voltage lead impedance. The right ventricular lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.